Event description:
It was reported that the camera head had a misaligned color tone while being with the camera control unit. The issue was especially noticeable when blood was reflected. The camera control unit continued to be used without being replaced, and by replacing it with another camera head, the doctor successfully completed the surgery. Even if a different camera head was used, the problem still occurred in some cases (when the bleeding point was in the field of view). The issue occurred during a therapeutic endoscopic sinus surgery procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. Based on the results of the investigation, a probable root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.